Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue did not occur during the load process, and the caller had previously experienced cartridge alarms with consecutive cartridges. Technical support confirmed these alarms and decided to replace the pump. The customer understood and acknowledged all instructions from technical support, including details on receiving a replacement pump, using multiple daily injections as backup therapy, and returning the problematic pump via ups. The warranty was confirmed, and a replacement pump with updated software was sent without the need for a signature upon delivery.